Event description:
Customer took a blood glucose test and received a result of 65 mg/dl at 4:00am. Pt took sugar to raise their blood glucose level. At 5:30 their blood glucose was 108 mg/dl and pt took 10 units of insulin. At 7am their glucose level was 164 mg/dl. Pt started having low blood glucose symptoms. At 10am pt received a result of 208 mg/dl and retested with a result of 202 mg/dl. Pt called their family member and when family member arrived home they found them unconscious. Pt was taken to the hospital where they received a result of 53 mg./dl. Pt was given oxygen and orange juice. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.